Event description:
Customer reported that, on occasion, their normal and high abnormal controls are low out of range using hemosil synthasil aptt reagent on their acl top 500 cts coagulation analyzer. When repeated using new vials of reagent, the results are within the acceptance range. The issue has also been seen with patient samples performed at the same time as the controls. According to the customer, the issue has only happened when the aptt reagent has been on the acl top 500 cts analyzer for a while and never with a new vial of reagent. There was no reported adverse event.

Manufacturer narrative:
This complaint is currently under investigation. A follow-up report will be filed once a conclusion is determined from this investigation.